Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action number z-2341-2008. During preliminary inspection of the device, it was observed that the device failed to power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). The returned device was evaluated by physio-control's failure analysis center. The reported failure was verified. The root cause of the reported problem was determined to be due to tin whisker growth on the switch flex connector contacts. The customer was provided with a replacement device.